Manufacturer narrative:
The insulin pump passed displacement test, operating currents, self-test, off no power, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. All operating currents are within specification. No unexpected low battery alarm and no unexpected off no power alarm noted. The insulin pump was received with minor scratched display window, cracked case at the display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube, cracked belt clip slot and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received an "off no power" and did receive a low battery alert less than 24 hours prior to shutting off. Customer reported that battery was changed 5 times within 24 hours. Customer's blood glucose was 283 mg/dl. During troubleshooting, customer reported that battery was not previously used. After troubleshooting, customer was advised that insulin pump would need to be replaced.